Manufacturer narrative:
This supplemental report is being submitted to provide service history records (shr), unique device identifier (UDI) number , customer updates and investigation conclusion. Please see updated sections: d4,g4, g7, h2, h4, h6 and h10. The device had been previously serviced by olympus prerov, therefore a service history review will replace DHR (device history records) review. This device was last serviced in march 2020 .during the service, the unit had corrective maintenance with standard repair. Additional information regarding the repair was not available. Damage to the transducer receptacle (the front connector socket) is often incurred as a result of user error, often the user does not realize all connections are push/pull and instead the plug is twisted upon connection or removal. This action results in damage to the pins internal to the socket and may crack or damage the housing. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: connect the transducer to the generator by pressing the plug straight in. Caution do not twist or turn the plug. Connect the transducer to the generator by aligning the key way of the transducer connector with the key way slot on the transducer receptacle on the front panel. Push straight in. Caution do not twist or turn the plug. Olympus will continue to monitor complaints for this device. Communication with the customer and sales representative further conveyed the following: customer reported that the device does not work properly. He can¿t start it. According to information from sales representative, in the hospital all equipment is periodically checked and the error was diagnosed when checking the equipment before the procedure. The equipment did not have any contact with the patient, they have not received any additional information from the customer. The procedure was most likely completed using a laser. The equipment was sent to the rrc and repaired .the repaired equipment has already been returned to the customer and now works without complaint.

Manufacturer narrative:
Device was received, and evaluated at olympus (B)(4). Device evaluation found that the front connector of the device was damaged. The inner part, pins were observed to be damaged. The front connector needs to be replaced. Probable cause of the reported failure likely due to users handling issue. Photo of the damaged parts were provided for legal manufactures further evaluation. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a pcnl (percutaneous nephrolithotomy) procedure, the device was recognized however, was found with no output power, and a probe error showed on the device. The intended procedure was postponed. There were no further details provided regarding the event. No patient harm, or injury reported.